Manufacturer narrative:
The reported device, 00509122800, is not being returned to conmed and there is no photographic evidence for evaluation. The complaint of the device failure is unable to be verified and a root cause cannot be determined. There have been no other similar complaints for this device and lot combination per a two-year review of complaint history. A device history review found no abnormalities that would contribute to this issue. Per instructions for use: do not apply excessive loading on the shaver blade or bur. Cutting performance is not increased with force. Excessive force or using shaver blades or burs as a lever can cause damage to the device including permanent deformation, shedding of metal (wear), motor seizure and overheating. Direct contact of the rotating cutting edge of the shaver and burs with metallic surfaces and/or other hard surfaces such as arthroscopes, cannulas or other instruments can cause damage to the device. Shaver blades or burs should be examined for damaged and replaced if necessary. Always check for bent, dull or damaged blades or burs before each use. Do not attempt to straighten or sharpen. The issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The conmed representative reported that the 00509122800, round bur, medium, carbide 4 mm, 5 ea, device broke during a right elbow ulnar collateral ligament reconstruction on (B)(6) 2018. The reporter has stated that "the piece stuck in patient, it was too far in the tunnel and unable to be retrieved". The piece location was visualized by an x-ray. Based on the information available, and the decision tree results, this complaint does meet the definition of a reportable event. This report is being raised on the basis of injury due to having not removed the piece of the device from the patient.